Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On the same day, the patient was hospitalized for the event of peritonitis. The following day, the patient began treatment with ancef (dose, frequency and route of administration not reported) for peritonitis. On the same day, the patient was discharged from the hospital. The next day, treatment with ancef was stopped due to resistance. Two days later, the patient began treatment with vancomycin, five doses "for every three days" (route of administration and duration not reported). Dianeal and extraneal therapies were ongoing. At the time of this report, the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.